Event description:
It was reported by service report that the caster brake was broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the caster brake was broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the caster brake was broken off. However upon evaluation by stryker service technician it was found that the unit had no such defect and that the caster brake was not broken off. It was however found on evalation that the recliner rocker lock lever was not locking due to a bent rocker lock lever. This is an annoyance only issue as the patient could be assisted by caregiver. No patient involvement, clinically relevant delays or adverse consequences were reported.

Manufacturer narrative:
Parts ordered to do repairs.